Manufacturer narrative:
(B)(4). The lot number 13c018 was manufactured march 4, 2013 - march 11, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One filled patient control module (pcm) unit was received for evaluation. Visual inspection and functional leak test on the pcm unit confirmed the reported leak problem. The leak was coming from the edge of the pcm's reservoir. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be a tear in the pcm reservoir. The cause of the tear could not be determined. To address this issue awareness training was conducted at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from a patient control module (pcm) during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.